Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to crosstalk were noted. Recommended programming changes were made. The patient was stable.